Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the unit did not mesh properly. The cutter had failed and was replaced to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). E2: telephone number: (B)(6). G2: foreign: japan. Evaluation and investigation are in process. Once the investigation is complete, a supplemental report will be filed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that, during kit inspection on (B)(6) 2023, defective cutter kit need to be replaced since it won't mesh properly. There was no patient involvement, nor impact. Due diligence information complete. No additional information available.